Manufacturer narrative:
Exemption number e2019001. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient (B)(6). It was reported that this was a mitraclip procedure to treat severe functional mitral regurgitation (mr). A mitraclip was implanted. On (B)(6) 2019 and (B)(6) 2018, echocardiogram noted that the mr was mild. On (B)(6) 2019, echocardiogram noted that the mr grade was moderate. On (B)(6) 2019, the patient was re-hospitalized. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be related to patient morphology/pathology (disease progression) and not related to the implanted clip. There is no indication of a product quality issue with respect to manufacture, design or labeling. B1, b2: downgraded to not reportable. H6: patient code: 1964 - removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the implanted clip was noted to be well attached to the leaflets and functioning as expected. No additional intervention was performed to treat the recurrent mr. Although the recurrent mr was deemed not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.